Event description:
During testing and repair at the independent repair center, the (B)(4) concentrator is alarming (red light). This was due to a contaminated pilot valve which led to the malfunction.